Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 44 mg/dl. The customer alleged the pump was not suspending insulin as intended; however, a system check with tandem technical support confirmed the pump was functioning as intended. Customer was given a baqsimi inhalation and consumed carbohydrates to address the bg. Customer was treated with intravenous fluids of saline while hospitalized. At the time of the call the customer had not yet been discharged.